Event description:
New information received states that the device was explanted, and a new device was implanted. There were no complications during the procedure. Patient was stable.

Manufacturer narrative:
The device was not returned for evaluation. The directions for use states that the implant must be charged every 30 days to avoid battery depletion. Based on the information received, the cause of the reported incident is related to user error.

Manufacturer narrative:
The date of event is estimated.

Event description:
It was reported that the patient experienced an inoperable ipg. The patient has not charged in several months and the ipg is now dead. As a result, the patient may undergo surgical intervention to address the issue.